Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx catheter was selected for use. The setup was complete and the procedure was about to begin when an error message indicating blood detection appeared on the console. Despite changing the gas cable, the error continued. Opening a new catheter cleared the error. It remains uncertain whether blood was actually present. The catheter was subsequently replaced, and the procedure concluded without any complications for the patient. The catheter is anticipated to be sent back for analysis.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon and no external damage was noted. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The outer balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that a polarx catheter was selected for use. The setup was complete and the procedure was about to begin when an error message indicating blood detection appeared on the console. Despite changing the gas cable, the error continued. Opening a new catheter cleared the error. It remains uncertain whether blood was actually present. The catheter was subsequently replaced, and the procedure concluded without any complications for the patient. The catheter is anticipated to be sent back for analysis. Furthermore, additional information revealed the catheter was thoroughly inspected and no blood was visible.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx catheter was selected for use. The setup was complete and the procedure was about to begin when an error message indicating blood detection appeared on the console. Despite changing the gas cable, the error continued. Opening a new catheter cleared the error. It remains uncertain whether blood was actually present. The catheter was subsequently replaced, and the procedure concluded without any complications for the patient. The catheter is anticipated to be sent back for analysis. Furthermore, additional information revealed the catheter was thoroughly inspected and no blood was visible.